Manufacturer narrative:
The field service engineer performed maintenance on the analyzer and confirmed the analyzer is working within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 227.1 umol/l and this value was reported outside of the laboratory. The value was questioned, so the sample was repeated, resulting in a value of 93.2 umol/l. The creatinine reagent lot number was 53664401, with an expiration date of 30-nov-2021.